Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the atrial lead exhibited over-sensing noise and inappropriate mode switch. The atrial lead was capped and replaced during the generator change out procedure on (B)(6) 2022. Patient was stable before, during, and after surgery.